Manufacturer narrative:
The device was returned to zoll for evaluation. The customer's report of an "ECG disabled" message was observed, however after disassembling the device to determine root cause, the malfunction was no longer seen. The analog board was replaced as precaution. The customer's report that the device displayed a "defib fault 95" message was confirmed in review of the activity logs, however extensive testing was unable to duplicate the complaint. The pace/defib engine was replaced as precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed "defib fault 95", "ECG disabled", and "ECG fault 5" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.